Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that during a lead replacement procedure due to a system upgrade, the chronic right ventricular (rv) lead helix would not retract. It was noted that the distal end of the lead had some fibrosis. The lead was removed via laser extraction and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead replacement procedure due to a system upgrade, the chronic right atrial (ra) lead helix would not retract. It was noted that the distal end of the lead had some fibrosis. The lead was removed via laser extraction and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and apparent explant damage.